Event description:
It was reported that patient with a history of revision surgeries due to infection underwent revision knee arthroplasty on (B)(6) 2012. An additional revision procedure was performed on (B)(6) 2013 to remove and replace the tibial bearing due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Prior revisions for this patient were reported under manufacturer reference MDR numbers 1825034-2010-00296/00298, 1825034-2011-00127, 1825034-2012-01963.